Event description:
Patient is in extreme pain from the synvisc injection, she can barely walk at the this point she can not bend her leg, due to stiffness advised her to take aleve or tylenol otc and go to a care or ER if necessary because that is an abnormal reaction to synvisc which is not common at all. Reported to (B)(6) by pt/caregiver.